Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched from 3mm distal to the distal edge of the proximal markerband and it extended for a total length of 20mm. A closer examination of the tear site found that the tear was located on both sides of the balloon fold. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left external iliac artery. A 6fr non bsc sheath was used. The 6.0mm x 40mm, 135cm mustang balloon catheter was advanced to post dilate the 7mm x 80mm epic stent. The balloon was first inflated for 60 seconds at 14 atmospheres however on the second inflation, it ruptured at 14 atmospheres. The device was removed from sheath and was completely removed from the patient. The procedure was completed using a 6mm x 40mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left external iliac artery. A 6fr non bsc sheath was used. The 6.0mm x 40mm, 135cm mustang balloon catheter was advanced to post dilate the 7mm x 80mm epic stent. The balloon was first inflated for 60 seconds at 14 atmospheres however on the second inflation, it ruptured at 14 atmospheres. The device was removed from sheath and was completely removed from the patient. The procedure was completed using a 6mm x 40mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.